Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery failed alarm. The customer blood glucose level was 198mg/dl. The customer was assisted with troubleshooting. Customer states the contact on the battery cap was missing or damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer did receive a battery failed alarm and had not tried a replacement battery cap. The device will not be return for analysis.